Event description:
Reference manufacturer number: 1627487-2019-06360, 1627487-2019-06362, 1627487-2019-06363, 1627487-2019-06364. It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the system was explanted.